Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced 3 infusion sets cannula kinked events on (B)(6)2024. The event occurred within three hours of insertion. The site of insertion was abdomen. The blood glucose level was above 500 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information